Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the onset, the patient began treatment with injection tazopip (4.5gm intraperitoneally (ip) stat then 1.125 (units not reported) ip in every bag) and injection vancomycin (1.5gm, ip every fifth day) for peritonitis. The patient outcome was unknown. The action taken with pd therapy was not reported. No additional information is available.